Event description:
Pt reported to me that she was treated for a fungal keratitis in january 06 in another state. This may be a duplicate report. Vision has restored to normal, and she is no longer being treated for the keratits. She was a soft contact lens wearer and was using moisture loc renu solution. Discomfort started in one state, then was diagnosed in the other state.